Event description:
Reported a smiths medical medfusion 3500 pump malfunctioned. An email received stating, " this complaint is seen with any units after enteral feeding library is installed - found during volumetric testing; no patients involved: the feeding pumps will not deliver the entire selected amount of product when near the end of syringe travel (even though the syringe has not bottomed out)." "Example: if the biomed sets the 60 ml syringe plunger to the 10 ml mark and sets the pump to deliver 10 ml., the pump will stop at approximately 1.4 ml. The pump will then alert "syringe empty? And stop. This behavior does not occur if he programs 10 ml in the middle ranges of the same syringe. In that case he will get the full 10 ml delivered. This can be recreated with the 20 ml syringes too." Incident occurred during testing and not patient involvement.

Manufacturer narrative:
Other, other text: returned device was received in decent physical condition. There was a crack found on the front left corner of the top housing. No evidence of reported problem in event log was found. During the evaluation of the device, the pump's software design was responsible for the customer's observed issue. The pump was found to operate as designed and within specifications. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.